Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening . Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Healthcare professional additionally reported "any creases". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.